Event description:
This complaint was initiated as a result of info collected in a post-market study. It was reported that the pt had a perforated gallbladder with cholecystitis. The pt was admitted to the hospital in 2003. Abd series, CT scan, and blood work were done. The pt was referred for surgical consultation. The pt and family refused surgery. Medical therapy consisted of IV antibiotics, fluids for hydration, npo, and morphine. Pt died at home four days later. It was reported that it was unclear if the death was related to the cystic duct blockage from the covered metallic stent. An autopsy was not performed. The doctor reported that the event was most likely due to progression of the disease.